Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the reagent probe 1 (r1), dilution probe aspiration pump (dip) and dilution probe discharge pump (dop) seals. The cse flushed the probe wash 3 through the reaction tray wash unit (wud). The customer ran quality controls (qc), which were within range. The cse revisited the customer site and replaced r1 pump. The cse cleaned wud nozzles and lines due to overflowing. The cse replaced dirty oil and cuvettes and cleaned the lens. The cse checked the lamp energy and cell blank, which passed. The cse observed that wud is not overflowing anymore but the fluid is rising higher than normal even after thorough cleaning. The cse checked the vacuum pressure, which was good. The cse found salt build up at leaking ion selective electrode (ise) buffer valve which cse cleaned and reconnected. The cse replaced the chloride electrode and ran qc for chloride, which was out of range. All other qcs were within range. The cse ran a precision study, which passed. The cse revisited the customer site and replaced the ise buffer valve due to salt build up on the valve. The cse replaced wud lines, nozzles and associated valves to improve wud performance. The customer calibrated and ran qc, which were within range. The cause of the discordant, falsely depressed ca result on one patient is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca result.